Manufacturer narrative:
F7 type of report, corrected data: supplemental #01 report inadvertently did not select follow-up.

Event description:
Product analysis was completed and approved for the returned generator and lead. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The cause pf death was noted to be sudep with contributing factors of chronic alcoholism, dehydration and dilated cardiomyopathy. The patient's device was noted to not be connected prior to death but available to be returned. The device was explanted but has not been received by product analysis to date.

Event description:
The explanted devices were received but product analysis is still underway.

Event description:
It was reported that the patient recently passed away in his sleep but the physician does not believe it was seizure related. The exact cause of death was not provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.